Manufacturer narrative:
The device was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issues were noted. A functional evaluation revealed that the unit failed the weight test. The bimba cover was removed and no significant amount of oil was noted. The distal and dumbbell joints appeared to have residual oil on them. The hinge joint had oil seepage coming from the plastic cap that covers the hinge joint bearings and seals. The piston migration was measured at 2.38 inches, which is indicative of significant oil loss. A gradual loss of hydraulic fluid over time through repeated repetition eventually dropped the fluid level enough so that the unit could no longer maintain adequate pressure when engaged. The oil seeped around the dumbbell, distal and hinge seals over time. The complaint was confirmed and the root cause has been determined to be the failure of the dumbbell, distal and hinge joint seals. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.

Event description:
It was reported that during the surgery the device did not hold the position. No patient injuries or delay reported. Back-up device was available to complete the surgery.